Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes an admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. H4, h6: device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on march 13, 2018. If information is obtained that was not available for the follow-up #1 medwatch, an additional follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient ethnicity and race was not provided for reporting. (B)(4). Lot number = (10)180313. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. A review of the device history records has been requested. This report has been re-submitted due to updated lot information. The initial report (8041154-2018-00032) was submitted with incorrect manufacturing site location and MFR. Report #. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Consumer reported an allergic reaction, which included swelling and redness, to one application on his son's face when he had applied over a wound after applying bab flexible fabric assorted 100 CT USA 381371150786. The patient consulted his doctor and was prescribed an ointment and zyrtec to help with the issue. Additionally, consumer had also reported that swelling had gone down and the redness is going away.